Event description:
3/3 reference cc-0073132 for all attachments and related complaints. Damage to the hub was found after one week of use. Caregiver states that proper cleaning procedures are followed and no external attachments are being used. Pictures attached. Additional information received 01 june 2020 by phone call: the two devices that were sent in also had the same issue as above. The tear was found in the same place in all three trachs. The patient's mother did not do trach changes stating that the patient was not in distress. Normal trach changes were done when the patient was due for her trach changes. Investigation completed and in h 1-.

Event description:
Information was received indicating that one week following placement of a smiths medical portex bivona tracheostomy tube, a tear to the hub was found. It was reported that proper cleaning procedures were followed, and no external attachments had been used. The patient was reported to not be in distress, so no trach tube change out was required. There were no reported adverse effects.